Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress and bleed back occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was flushed and prepared before insertion into the patient with no reported issues. Upon attempting to insert the farawave catheter into the sheath and upon aspiration and flushing of the sheath, the side port of the sheath filled up with small air bubbles and blood that continued to aggregate. The physician kept trying to aspirate the sheath to mitigate the air bubbles with no success. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. An initial attempt to flush the sheath was successful, and blood particles were flushed from the distal tip of the shaft. A second attempt to continue flushing the sheath felt a decrease in flow until the accumulated pressure created a strong resistance to inject water. Another injection attempt with more force was performed, and a leak from the handle cap was seen. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection inside the valve hub identified a large amount of dried blood in the shaft, confirming the cause of occlusion during leak test preparation attempts.

Event description:
It was reported that air ingress and bleed back occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was flushed and prepared before insertion into the patient with no reported issues. Upon attempting to insert the farawave catheter into the sheath and upon aspiration and flushing of the sheath, the side port of the sheath filled up with small air bubbles and blood that continued to aggregate. The physician kept trying to aspirate the sheath to mitigate the air bubbles with no success. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis.